Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to stylet when through the lead when trying to extract. This brady lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem.

Event description:
It was reported that this right atrial (ra) lead was explanted due to stylet went through the lead when trying to extract. This ra lead was replaced and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended/retracted and dried blood/body fluid and tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located distal to the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to stylet went through the lead when trying to extract. This ra lead was replaced and will be returned. No additional adverse patient effects were reported. This ra lead was returned.